Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. However, the customer returned one photo for investigation. A photo investigation revealed only the device's unit label. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 5147757. A manufacturing review revealed no equipment, instruments, processes, or surfaces that could cause the type of damage reported. Conclusion: without a sample an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that while using a 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system, the safety mechanism failed to function properly. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).